Event description:
A signal loss alarm issue was reported with the abbott diabetes care (adc) device in use with samsung s24fe, android 15 and app version 3.6.5.11962. As a result of this issue, the customer was unable to obtain glucose readings and subsequently, were unable to receive glucose alarms. This resulted in the customer not being alerted to the changes in glucose levels and experiencing unspecified symptoms of hypoglycemia, hallucinations, and being unable to provide self-treatment, requiring administration of a glugacone hormone via injection and thyroxine by a third-party non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Attempt to communicate between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. A further extended investigation was conducted. Visual inspection was performed on the returned sensor and no issues were observed. The sensor data in the initial scan was reviewed and the sensor was observed to be in state 8 (error termination) with event log 129 in state 7 and event log 9 at state 8. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was scanned with known good reader and replace sensor message was observed - no scan timeout message was observed. The sensor communicated successfully with reader, and no scan timeout message was observed. The passing of functionality testing is an indication that the sensor functioned as intended. As a result, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss alarm issue was reported with the abbott diabetes care (adc) device. As a result of this issue, the customer was unable to obtain glucose readings and subsequently, were unable to receive glucose alarms. This resulted in the customer not being alerted to the changes in glucose levels and experiencing unspecified symptoms of hypoglycemia, hallucinations, and being unable to provide self-treatment, requiring administration of a glugacone hormone via injection and thyroxine by a third-party non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss alarm issue was reported with the abbott diabetes care (adc) device. As a result of this issue, the customer was unable to obtain glucose readings and subsequently, were unable to receive glucose alarms. This resulted in the customer not being alerted to the changes in glucose levels and experiencing unspecified symptoms of hypoglycemia, hallucinations, and being unable to provide self-treatment, requiring administration of a glugacone hormone via injection and thyroxine by a third-party non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. The customer reported for signal loss. The reported issue was investigated. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and enabled ¿signal loss alarm¿ feature in the app and placed device in faraday bag to interrupt signal to sensor. Removed device from bag and confirmed sensor was reconnected within few minutes. The app was connected to sensor and functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.